Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a multiple cubie failure. A field service engineer found no lights on the interface, tested the drawer controller board (ohms were within specifications) and replaced the interface board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had multiple cubies failed. The customer stated that the nurses were not able to pull any medications and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.